Event description:
It was reported that intermittent cartridge alarms occurred during insulin delivery. Customer will continue to use current pump. There was no adverse impact to the customer¿s blood glucose level.